Event description:
Meter name: one touch basic, strip storage: unknown, meter code: 9, strips: 9, symptoms: ill, clamy, jittery. A patient reported they felt ill and called paramedics. Their meter allegedly was inaccurately low. The result on their meter was 189 mg/dl. The result on the paramedics 302 mg/dl. The time difference between patient's meter was 20 minutes. Treatment was IV fluids and salt water. No further information has been reported.